Manufacturer narrative:
The investigation was performed based on the provided information and the log file. The service technician on site could determine that the flow sensor had failed and that the malfunction was not detected prior to patient use as the mandatory daily device check was performed the last time on (B)(6) 2017. After the replacement of the flow sensor no other failure was present. Despite the flow sensor was found faulty, this failure cannot be attributed to the reported problem as it only affects the monitoring values and not the ventilation itself. Furthermore, the device log file does not show any error entry regarding a device malfunction. Thus, it cannot be determined why a "mechanical ventilation failure with no pressure" was reported. No device failure could be identified. All device tests performed by the service technician passed successfully.

Event description:
It was reported that on (B)(6) 2017 a patient was transported for a CT scan and suffered an intercurrent interruption during the examination with an initial cause due to the operation of the transport ventilator. At 01:25 of the day, there allegedly was a mechanical ventilation failure with no pressure where the patient presented a decrease in saturation evolving a CPR, where he had a pace of care and aeap for 4 minutes and aesp for 4 minutes, with reanimation and the use of environments until the patients frame was stabilized maintaining acceptable pace to proceed with the examination and be sent to his bed.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that on (B)(6) 2017 a patient was transported for a CT scan and suffered an intercurrent interruption during the examination with an initial cause due to the operation of the transport ventilator. At 01:25 of the day, there allegedly was a mechanical ventilation failure with no pressure where the patient presented a decrease in saturation evolving a CPR, where he had a pace of care and aeap for 4 minutes and aesp for 4 minutes, with reanimation and the use of environments until the patients frame was stabilized maintaining acceptable pace to proceed with the examination and be sent to his bed.